Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat to the tibial tray. It was removed and visually assessed resulting in requirement for replacement. There were no observed problems with the as application and insertion technique deployed by the surgeons. A new articular surface was opened, and was able to be implanted into the patient without any of the above mentioned problems. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the dovetail feature was flared out and exhibits signs of use (nicked or gouged). Evaluation of the returned product confirmed the device would not seat as the dovetail feature was damaged. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique (97-5964-102-00-rev0616) pg. 15-17. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.